Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and fungal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made mistake/touch contamination. On (B)(6) 2010, the patient experienced peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. Treatment was not reported. On an unreported date in 2010, pd therapy was withdrawn. The patient was recovering from peritonitis. The outcome of made a mistake/touch contamination was not reported.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported. Through follow-up with the health-care provider, a response was received. However, the health-care provider was unaware that the patient expired. It was noted that the patient was transferred to an acute care facility on (B)(6) 2010 and has not been seen by the health-care provider since that time. The cause of death remains unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to poor aseptic technique. A batch review was performed for potentially associated lots (gd876490) with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.